Manufacturer narrative:
MFR#: 3003721894-2020-00003 is associated with argus case (B)(4).

Event description:
I have allergies and have been having seizures / I was in the hospital because of it and got all kind of tests done [seizure]. These seizures I am having wake me up at 4am and go on for about 4 hours [sleep disturbance]. My allergies have gotten worse as I got older [allergy aggravated]. Case description: this case was reported by a consumer and described the occurrence of seizure in a (B)(6)-year-old female patient who received denture adhesive powder-double salt (super poligrip denture adhesive powder) oral powder (batch number y24w, expiry date 31st may 2021) for denture wearer. Co-suspect products included denture adhesive powder-double salt (super poligrip denture adhesive powder) oral powder (batch number unk, expiry date unknown) for denture wearer. Concurrent medical conditions included reaction to azo-dyes (my allergies have gotten worse as I got older). Concomitant products included no therapy. On an unknown date, the patient started super poligrip denture adhesive powder and super poligrip denture adhesive powder. On (B)(6) 2018, an unknown time after starting super poligrip denture adhesive powder and super poligrip denture adhesive powder, the patient experienced seizure (serious criteria hospitalization and gsk medically significant) and sleep disturbance. On an unknown date, the patient experienced allergy aggravated. The action taken with super poligrip denture adhesive powder was unknown. On an unknown date, the outcome of the seizure, sleep disturbance and allergy aggravated were unknown. The reporter considered the seizure to be possibly related to super poligrip denture adhesive powder and super poligrip denture adhesive powder. It was unknown if the reporter considered the sleep disturbance and allergy aggravated to be related to super poligrip denture adhesive powder and super poligrip denture adhesive powder. Additional details, adverse event information was received via call on (B)(6) 2019. The consumer reported that "I am an elderly person. I have used super poligrip for a long time. I have allergies and have been having seizures. Is there anything in it that could cause seizures? This is the best product I have been able to use. Is there something in there that has a sea food product or red dye? I am highly allergic to red dye. I also use efferdent to clean the dentures. I have been using it quite a few years; the super poligrip. My allergies have gotten worse as I got older. These seizures I am having wake me up at 4 am and go on for about 4 hours. I was in the hospital because of it and got all kind of tests done. They did tests on my brain and they couldn't find anything wrong. The seizures started about a year ago. I thought it could either be the super poligrip or the efferdent I use". The suspect product included efferdent . The reporter considered the seizure to be possibly related to efferdent.